Manufacturer narrative:
Examination of the submitted device and packaging confirm the package label product code and lot code do not match the subject device. Review of the device history records did not reveal any manufacturing deviations or anomalies indicating the devices were correctly packaged during manufacture. Also based on photographic evidence provided on the blister, there is evidence of seal transfer indicating the package was sealed at one point in time. A complaint database search finds no additional reports against the product and lot code combination. The investigation could not draw any conclusions about the cause of the reported event. No evidence was found suggesting the devices were incorrectly manufactured and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Routine tkr surgery. Trial determined a cr 4n femur was required. On opening the implant there was no seal on the sterile tray and also inside was a ps femur and not a cr as stated on packaging. Surgeon had to use 4 std femur which he felt was slightly overhanging on the lateral side. Delay to surgery 15 minutes.